Manufacturer narrative:
Other, other text: b3: event date unknown. D3, g1,2 email is: regulatory.responses@icumed.com one device was returned for evaluation. Visual inspection revealed a scratched lcd lens. No evidence was available to review in the event history logs. Functional testing was performed but the reported issue could not be replicated; no problem was found. The root cause was unable to be determined. Preventative maintenance was performed. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56, when additional reportable information becomes available.

Event description:
It was reported, the pump failed volume test. No patient injury reported.

Manufacturer narrative:
Other, other text: additional information received, the fault occurred during testing, no patient incident involved. A1 updated; health effects - health impact updated.